Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that had to remove the dental implant 1 year and 9 months after its installation in intraoral region #28. The implant was removed in consequence of the abutment fracture. A 60 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.